Event description:
It was reported that the customer experienced a blood glucose (bg) level that was displayed as ¿low¿; however, a specific value was not provided, cause was unknown. Customer consumed carbohydrates to address bg. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.